Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on unknown with blood glucose of unknown. Customer also reported that the alleging possible insulin pump was over delivery. Customer¿s blood glucose level was 50 mg/dl and 51 mg/dl. Customer¿s other blood glucose level was 195 mg/dl and 155 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the food and emergency medical service dispatched and at home by paramedics. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the drive support cap was normal. Troubleshooting was performed for low blood glucose level and over delivery. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents and possible over delivery due to motor error alarms.